Event description:
User reported that the device did not cool as expected. There was no patient harm as result of the temperature fault.

Manufacturer narrative:
Investigation determined the root cause of the reported problem to be a faulty supply port temperature sensor in the heater block.

Manufacturer narrative:
Root cause determination is pending the completion of an investigation.

Event description:
User reported that the device did not cool as expected. There was no patient harm as result of the temperature fault.

Manufacturer narrative:
Root cause determination is pending the completion of an investigation.

Event description:
User reported that the device did not cool as expected. There was no patient harm as result of the temperature fault.